Event description:
This lead dislodged. During a surgical procedure in which the physician was going to reposition this lead, it would found that a stylet could not be fully inserted into the lead's lumen. This lead was explanted.